Manufacturer narrative:
Initial reporter full name: (B)(6) , rn, bsn, ccrn, rcis. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) membrane tore. The iab was removed and a new iab was successfully inserted. There was no patient harm or adverse event reported.

Event description:
It was reported that during insertion, the intra-aortic balloon (iab) membrane tore and blood was observed coming out. The iab was removed and a new iab was successfully inserted. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one-way valve attached. No blood was observed inside the iab catheter. A kink was found on the catheter tubing and inner lumen approximately 74.2cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks or tears were detected. The reported event cannot be confirmed by the evaluation. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID #(B)(4).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).